Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump was returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to completely investigate the reported issue of an unresponsive keypad. The pump failed to power on. The pump case was cracked near top right corner of display and there was moisture visible in display. The case leaks. The pump was opened and moisture damage found on the printed circuit board.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down, ok, and bolus button were unresponsive to button presses. The patient reported that there was no trauma or damage noted to the pump. The patient stated that the pump was exposed to water and moisture was evident behind the display lens. The pump was reportedly worn attached to a belt and the pump was not cleaned. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.